Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. Testing revealed that the surgeon profile was not set up on the system. So the standard profile was opened and the navigation functioned as designed when utilizing the footpedal. The surgeon profiles on the system were updated to these settings. The software application was un-installed and reinstalled as well. The system then passed the system checkout and was found to be fully functional. The patient exam archive was received and examined. Two registrations were saved on the archive. Neither showed the same registration accuracy on the system in the lab that was experienced in the field. One registration had greater than 3700 points collected, while the other had greater than 950 points collected. Both registrations had points collected off of the face where the registration instrument was picked up while points were still collecting, and some points were collected under the surface of the model. Unable to determine the exact cause for the registration difficulties experienced by the site. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that the site was having difficulties with registering intraoperatively. The surgeon was not getting any points on the screen while tracing. One of the registrations had an error metric of about 4.1 millimeters and the other was about 26 millimeters. It was noted that the flat panel emitter was in use. The site opted to abort navigation. There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome.